Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the set screw on the ventricular channel was unable to be tightened. The pacemaker was not used and was replaced during procedure on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of cannot tighten the setscrew to fix the lead was confirmed. Final analysis revealed the user of the torque wrench was stripping the setscrew inset. When the user could not tighten the setscrew, the user forced the wrench tip down into the setscrew inset sticking the setscrew to the wrench tip. The setscrew stuck to the wrench tip was then pulled out of the device through the septum when the user removed the wrench out of the device. The user may not have known the setscrew was stuck to the wrench tip. The setscrew was not returned. No device anomalies were found. This is considered a user related anomaly since the setscrew was being stripped, and then stuck to the wrench tip and pulled out of the device through the septum by the user. The setscrew anomaly was consistent with having occurred during the procedure.